Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmk993 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture during continuous suturing of the uterus. There were no reported adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/23/2019. H3 device evaluation summary: it was received for analysis an empty labeled winding former and a detached needle of product code j339, lot mmk993. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture was not received. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the performance pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. It was received for analysis two unopened samples of product code j339, lot mmk993. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports mw 2210968-2019-81433 and 2210968-2019-81434. Analysis results have been included in follow-up reports for each.